Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an open wound at the implant site, and was subsequently treated with silver nitrate on (B)(6) 2011. On (B)(6) 2011, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was not reimplanted with another device, as of the date of this report.